Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the device did not fire properly. Instrument did not fire properly. Applied another device. No pt injury was reported.